Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. A review of the device history record for the product indicates the following non-conformances were noted: a label reconciliation issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hand assisted donor nephrectomy, the device after firing over renal artery, upon opening of jaws the artery bled. No chance for inspection of staple line at time due to need for immediate solution for bleeding and surgeon reported that there seemed to be two "prongs" of artery visible. To complete the case, an additional reload was used to stop bleeding. There was a temporary injury happened in the patient. The current patient status is alive with no injury.